Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No rewind anomaly noted during testing. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low reservoir alarm functions properly during testing. The test battery was removed and reinserted with no failed battery test alarm or bad battery alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date. The blood glucose was 202 mg/dl. The customer was trying to rewind the insulin pump but it was not working. The customer inserted new battery but pump was not rewinding. It was reported that insulin pump had low reservoir alert. The device will be returned for the analysis.